Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2021-00190. It was reported during routine check-up, the impedance values on both of the patient's drg electrodes showed 29 ohm on every single contact. Stimulation could be evoked in the correct dermatomes (l5, s1) by dramatically increasing the amplitude. An x-ray was performed and the leads were found to be broken and will have to be replaced in an additional procedure.

Event description:
Related MFR report: 1627487-2021-00190. Follow up information received identified surgical intervention was taken and the patient's drg system leads were successfully replaced. Replacement of the leads addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.